Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored episodes showed oversensing/noise. Provocative testing and chest x-ray showed no issue. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.